Event description:
A caller reported a malfunction on the pump, specifically malfunction code 12, but no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, as the malfunction did not recur. Customer was advised to continue using the pump and to contact support again if the issue reappears, and the caller acknowledged this guidance.